Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: it is mainly the plastic surgeons who use this suture, both dr. (B)(6) and dr. (B)(6). It really involves removing the thread from the packaging, where it gets stuck. The sutures will be available for investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm is this issue occurred intra op or pre-op were there only one procedure or two procedures involved? Please clarify.

Event description:
It was reported that a patient underwent an plastic surgery in 2024 and suture was used. During the procedure, suture is snapping when used by plastic surgeon. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: can you please confirm is this issue occurred intra op or pre-op. Intra as already mentioned in the description. Were there only one procedure or two procedure involved? One. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample with a suture piece partially dispensed was received for analysis. Additionally, a photo was provided, and it showed a foil packet. During the visual inspection of the suture, no breakage suture was observed. But one extreme was noted to be cut probably caused by a surgical instrument. Beside that damaged (crushed and fraying) near the extremes was noted as well. The other section of the suture was not returned for analysis. This product code mcp495h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.